Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture and decreased sensing. A chest x-ray showed that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.